Event description:
It was reported that during a procedure, the console did not start, as a message related to high temperature error was displayed. There was no patient outcome reported, however, the procedure was not completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.